Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead dislodged while slitting the sheath. It was noted that the patient had tortuous vasculature. The lv lead was not implanted. No patient complications have been reported as a result of this event.